Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8239536, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-27. Medical device lot #: 8239537, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-27. (B)(6). Investigation summary: no samples or photos were provided by the customer for investigation. As the operator normally applies several bag labels to the bags at the same time before transferring them it is possible that the operator missed a bag when applying labels or that the label was applied but fell off the bag during the process of transferring it to (B)(6). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of label / product insert missing for lot #8239537 item #301034. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: as the operator normally applies several bag labels to the bags at the same time before transferring them it is possible that the operator missed a bag when applying labels or that the label was applied but fell off the bag during the process of transferring it to the gaylord. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no. 301034, batch no. 8239536 and 8239537. It was reported that before use of the syringe 30ml s/t bns the inner bags of the material do not have the inner label. The following information was provided by the initial reporter: the material you supplied us has been rejected in our incoming area. Defect symptom: missing inner label. The inner bags of the material do not have the inner label requested in our rms.